Manufacturer narrative:
The mentor analysis lab received two devices related to this complaint. As both devices did not have any lot numbers and were within wear, the affected device could not be identified. As such an evaluation was performed on both devices. This report is to include an evaluation on one device designated as device b. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex cracking, measuring approximately 0.4 cm. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient involved in a clinical trial underwent a breast surgery with implantation of an unknown mentor gel implant prosthesis. Post-operatively, the patient was reported to have fluid around her left breast implant. As a result, aspiration of the fluid using radiological imaging methods was conducted and pathology for alcl was negative. As a result the patient underwent removal on (B)(6) 2022. This file was generated as two devices were received and the device associated with the original complaint could not be identified. Refer to manufacturing report number 1645337-2022-02317 for the contralateral device evaluation.